Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A manual insulin injection was administered to address elevated bg. Reportedly, prior to the report with tandem technical support, the customer reverted to long and short acting insulin for continued insulin therapy, therefore, troubleshooting could not be performed to identify a cause.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.